Manufacturer narrative:
This is a retrospective MDR submission. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. Patient reference number (B)(4) was found in metabase (patient database) that the patient did receive a negative curative test result. The patient's test sample was collected on (B)(6) 2021 at 10:23 am pst. The result for this test was released on (B)(6) 2021 at 08:42 am pst. The patient's sample resulted in a viral CT value of infinity which corresponds to a negative result since no viral load was detected. No corrections were made to this test report upon release to the patient. In addition to the patients' records, it was found that the patient took multiple other curative tests on (B)(6) 2020 ( barcode : (B)(4)) wherein results came back negative. Per the clinical lab's investigation, the sample was confirmed to be resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate- (B)(4) at position b12. Plate was extracted using curative's tecan method by em using integra # 3,4 tecan #13, kit lot #fg4190 filter plate lot fg4190, tcep lot 011821kp-tc11, wash buffer lot 011821mrc-gb1 and elution buffer lot 201712.moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 256 was used for pcr. Depending on the timeline of infection, viral load can be too weak to be detected. The patient did not need to be contacted due to accurate results being reported to the patient. In conclusion, curative cannot confirm the patient's claim of false negative. The result of the investigation clearly showed a true negative result.

Event description:
Patient reached out to curative via telephone call and advised to agent they received their curative test results on (B)(6) 2021 as negative. Patient reports taking a test on (B)(6) 2021 and resulted as positive. Patient reports taking the other test because he was "feeling bad this morning" ( (B)(6) 2021). Patient request for curative to be more careful with our tests. Patient does not communicate where they took the test but says that it was a pcr/covid test in (B)(6).